Manufacturer narrative:
G5 combination product updated.

Event description:
It was reported that the patient had his previous device removed due to infection, an spectra penile prosthesis (spp) was placed and the infection was treated with antibiotics. The physician does not believe the device caused or contributed to the infection. The spectra was working properly but the patient wanted an inflatable penile prosthesis. The spp was removed and an ipp was implanted. A full recovery is expected for the patient.

Event description:
It was reported that the patient had his previous device removed due to infection, an spectra penile prosthesis (spp) was placed and the infection was treated with antibiotics. The physician does not believe the device caused or contributed to the infection. The spectra was working properly but the patient wanted an inflatable penile prosthesis. The spp was removed and an ipp was implanted. A full recovery is expected for the patient.